Manufacturer narrative:
Additional information: patient information received. Procedure delay information received.

Event description:
There was a reported delay to the procedure of approximately 20 minutes as a result of this issue.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. While testing the viewing station of the imaging system, the monitor booted to a blue screen and would not progress past the prompt. It was reported that the uninterruptible power supply (ups) and computer of the viewing station of the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups and computer of the viewing station of the imaging system have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the viewing station of the imaging system shut down without prompt from the user when attempting to move it into position for the procedure. It was reported that the power indicator was illuminated and that there was no signal on the monitor. It was reported that restarting the imaging system did not restore functionality. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. The computer of the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.